Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined this product was reported in error. This device is not believe to have caused or contributed to the reported event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined this product was reported in error. The initial report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tab broke.